Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm tested the iabp unit and was able to duplicate the reported issue. The stm reviewed the fault logs and observed electrical test failure (etf) #4 and fault code #58 and 124. This is the second failure with the exact fault codes (prolonged shuttle pressure, system failure, shuttle pressure 25 mm above atmospheric pressure for more than 2 seconds; bad atmospheric grab or k7 didn¿t open). The stm replaced the drive manifold assembly due to possible issue with k7 not venting correctly causing shuttle pressure to be above 25mm atmospheric. The iabp unit passed all functional and safety tests per factory specifications, was returned to the customer and cleared for clinical use. The full name of the event site is (B)(6).

Event description:
It was reported that during a service/test performed by the customer, the cardiosave intra-aortic balloon pump (iabp) displayed a boot-up spinning wheel, alarmed and then went into system failure. There was no patient involvement; thus, no adverse event was reported.